Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain. It was reported that the manufacturer representative (rep) stated that they re ceived a call from a patient who had an MRI today at 12:45pm, and it's close to 7pm and their ptm was still showing motor stall alert. The manufacturer's technical services specialist (tss) reviewed motor stall considerations. The rep will follow up with the patient tomorrow. Additional information was received from the manufacturer representative (rep). It was reported that to the rep's knowledge, the pump had recovered, as they had asked the patient to call them back if it was still in a stall for another day.